Manufacturer narrative:
Other applicable components are: product ID: 3389-40, lot# va16csx , implanted: (B)(6) 2016, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3389-40, lot# va16csx, implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient implanted with a neurostimulator for epilepsy. It was reported that the patient had a post-operative abnormal fever which was found during a diagnostic examination on (B)(6) 2016. As a result the patient was given cefazoline to resolve the issue. The event was noted to be possibly related to the implant procedure and resolved without sequelae on (B)(6) 2016. No surgical intervention occurred as a result, and no further complications are anticipated. See related regulatory report 2649622-2017-12792.